Event description:
The customer reported via phone call that they received a button error alarm. The customer also reported receiving a missed bolus alarm that they could not clear prior to the button error alarm occurring. The customer's blood glucose was unknown. The customer also reported exposing the insulin pump to sweat. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with no act and up button response due to corroded keypad traces. No button error alarm noted during testing. The insulin pump was unable to verify for bolus missed reminder alert due to no act button response. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.